Manufacturer narrative:
Insulin pump was received with protruded and loose drive support disk, cracked case at display window corner, cracked lcd window, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 190 mg/dl. The customer stated that the drive support cap is sticking out. The customer was advised that the insulin pump need to be replaced. The patient was advised to follow their medically prescribed back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.